Manufacturer narrative:
Additional narrative: concomitantly on (B)(6) 2010, the patient underwent a lysis of intrabdominal adhesions, open vaginal mesh interposition, cystocele repair and urethral sling with biological mesh, interposition and cystoscopy. The patient had additional implants on (B)(6) 1010 that included : auto suture, hemostases and cook product. It was reported the patient underwent surgery on (B)(6) 2011 for pelvic abscess, osteomyelitis of the bilateral pubic symphysis. She underwent incision and drainage of pelvic abscess, removal of foreign bodies, deep tissue cultures, bone biopsy of pubic ramus and negative pressure wound therapy by the implanting surgeon. The culture results showed pseudomonas, she was initially treated with vancomycin, cipro and then placed on zosyn. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).